Event description:
It was reported that pump displayed repeated cgm error 42 alerts with prior similar errors documented on same device. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, continued using current pump for insulin delivery, and was issued warranty replacement pump with confirmed shipping details, storage instructions for old pump, and directions to reenter pump settings and reconnect cgm on replacement device.